Manufacturer narrative:
A visual examination of the returned device found that the cutting wire (needle) was broken and blackened, and the extrusion was also blackened. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that the cutting wire (needle) was broken and blackened, and the extrusion was also blackened. It is most likely that a peak voltage used during the procedure could cause the failure noted. Therefore, the most probable root cause of "operational context" was selected for this complaint due to anatomical/procedural factors. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the microknife fell off and could not be retrieved. The physician attempted to retrieve the detached piece with forceps. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the tip of the microknife fell off and could not be retrieved. The physician attempted to retrieve the detached piece with forceps. The procedure was completed with another microknife xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.